Manufacturer narrative:
Samples received: 18 unopened pouches (for analysis cc (B)(4)). Analysis and results: there are no previous complaints of this code batch. We have received the same day two different cases of the same code-batch and same end customer. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 18 closed samples to analyze this complaint and (B)(4). Tightness test to the samples received has been performed and all units are tight. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn® suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: swelling detected 5 days later.